Event description:
Additional information was received via email. No patient involved was reported.

Manufacturer narrative:
One device was received. The device had a bubbled downstream occlusion sensor seal, worn upstream occlusion sensor seal, worn rear label, and scratched liquid crystal display (lcd) lens. The event log displayed eight alarms concerning the air detector. Each time the alarm occurred was after the cassette was locked. The pump would not infuse and alarmed "cannot start pump with air in line. Prime tubing". The air detector failed in the manufacturing utility mode as well. The complaint was confirmed. The most probable but unconfirmed root cause was that the air detector failed from usage over time. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector was replaced, and the device passed all functional and delivery tests.

Event description:
It was reported the device exhibited air in line. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.